Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) exhibited intermittent under sensing in a false brady episode. No intervention or procedure was reported. No patient symptom was reported.